Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. The rv svc coil was programmed off and the patient had a non-invasive procedure where the rv lead was tested for defibrillation threshold (dft) testing in single coil mode. The lead remains in use. No patient complications have been reported as a result of this event.